Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00091.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed smart coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil in the target location and attempted to detach it using a handle; however, the smart coil did not detach. The physician then decided to remove the smart coil; however, during retraction, the smart coil unintentionally detached from the pusher assembly inside of the microcatheter. Therefore, the microcatheter was removed containing the detached smart coil. The procedure was completed using new smart coils and other coils, with the same handle, and a new microcatheter. There was no report of an adverse effect to the patient.